Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician cut some hoses and found the rubber degraded. The hospital assures that the chlorine level never is above 5 parts per million. (Ppm). The service repair technician replaced the hoses and completed the preventative maintenance. The unit operated to manufacturer specifications and was returned to clinical use. A MDR remediation activity related to manufactured devices with a u.s. Food and drug administration (FDA) product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. (B)(4).

Event description:
The service repair technician (srt) reported that during preventive maintenance (pm) of the device, he found black particles in the water of the cooler heater unit. There was no patient involvement.